Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported during a breast biopsy on (B)(6) 2026 with an atec sapphire device that the device was "hesitating during cutting cycle, continued cutting cycle for 4-5 secs on 3rd pass during last procedure." They further reported that an "error light came on when issue occurred" and they were "unable to lavage or move sample to tissue filter." And the "patient suffered pain during cutting cycle". Customer outreach was performed to obtain additional information, and the physician confirmed that "an additional 8 ml of lidocaine with epinephrine was administered through the biopsy needle to help with pain and hemostasis while a technologist tried to troubleshoot the unit. No significant post-biopsy hematoma was present.". The procedure was able to be completed successfully with the same device: "error light later cleared and they were able to lavage and complete procedure." Event is reportable based on medical intervention of additional medication administration reported. No further information is available.